Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2012 and subsequently expired on (B)(6) 2012 after the use of the product.

Manufacturer narrative:
This is one event (death) of two events reported for the same pt involving three separate products; associated MDR #1225714-2014-05006, 1225714-2014-05007, 1225714-2014-05008, 1225714-2014-05009, 2937457-2014-01158 and 2937457-2014-01149.